Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death will not be received.

Event description:
It was reported that the patient is deceased, and died approximately (B)(6) month(s) post implant of a cardioverter defibrillator (ICD). The patient was a participant in the (B)(4) study and is reported to have experienced an "out of hospital" cardiac arrest which led to asystole; circumstances of the death and product performance are not known. The patient's past medical history includes spontaneous, sustained and not tolerated recurrent ventricular tachycardia (vt), third degree av block, and an ejection fraction of fifty-five percent. The physician investigator classified the death as sudden cardiac death.